Event description:
Edwards received notification of a sapien m3 procedure in mitral position where the valve was successfully implanted with pvl (paravalvular leak) at the lc (lateral commissure) requiring intervention. Two plugs were implanted. Pvl grade was reduced from moderate/severe to none/trace.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.